Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 28 x 3.50 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion and it was noted that the stent was foreshortened. The procedure was completed with a different device. No patient complications were reported.